Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet after application, and it was determined during troubleshooting that the ilet cgm setting was configured for g6, leading to unsuccessful pairing; the user was guided to select g7 and reenter the pairing code, resolving the issue, consistent with a use error rather than a device malfunction, and no specific component of the ilet was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.